Manufacturer narrative:
Investigation summary: when the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of visible air in the device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. However, the hemolytic valve was not fully functioning, and a leak was noticed. The procedure was completed using this device. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. However, the hemolytic valve was not fully functioning, and a leak was noticed. The procedure was completed using this device. No patient complications were reported. The device is expected to be returned for laboratory analysis.